Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed the recommended evaluation for atrial undersensing. This lead remains in service. No adverse patient effects were reported.